Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the active blade was broken. A part fell into pt, but was able to be removed through the trocar. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.